Event description:
Report received of a particulate matter noted inside the tubing set during patient use. The customer reported "rn was pushing IV cardizem and noticed a strand floating in the tubing. Approximately 1cm long-thickness of hair". The tubing was changed for a new set and the infusion was resumed. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.